Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother via phone call reported that her son's insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer's mother reported that the insulin pump was shut down and was ringing. Troubleshooting was performed and the battery was replaced but the insulin pump was not working. The insulin pump will be returned for analysis.